Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation. Images or video files were not provided. Therefore, the result of the investigation is inconclusive for the reported hemostatic valve leak issue. The root cause for the reported hemostatic valve leak issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this halo one device was reviewed and the following sections are applicable. Indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Contraindications: there are no known contraindications for the halo one thin-walled guiding sheath. Warnings: 1. Contents supplied sterile using ethylene oxide (eto). Non-pyrogenic. Do not reuse, reprocess or re-sterilize. This device is intended for single use only. 2. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. 5. Use the sheath prior to the use by date specified on the package. 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 7. Do not use a power injector through the side port or the three-way stopcock. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Precautions: 1. The halo one thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and/or ultrasound. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 11. Careful attention must be paid to the maintenance of tight valve connections for duration of procedure to avoid blood leakage or the introduction of air into the system. Take remedial action if any excessive blood leakage is observed. 12. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 13. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 14. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 15. Remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. 18. Ensure to deactivate the procedural device prior to removal through the sheath. 22. Do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. 23. If using fluid injection through the three-way stopcock, ensure the dilator or procedural device is not in place at the same time. 24. If resistance is felt during post-procedure withdrawal of the procedural device, it is recommended to remove the procedural device, guidewire, and sheath as a single unit. 26. Proper functioning of the halo one thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Storage: keep dry. Keep away from sunlight. Rotate inventory so that the catheter and other dated products are used prior to the use by date. Do not use if packaging is damaged or opened. Directions for use: halo one thin-walled guiding sheath preparation: 1. Verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled (figure 3). Remove sheath and dilator from package. 2. Prior to use, the air in the sheath and dilator should be removed. To facilitate purging, the device is packaged with the dilator inside the sheath in a reverse direction allowing both to be flushed simultaneously. Select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. Prepare the lumen by connecting the syringe or inflation device containing the solution into the stopcock on the side-port of the sheath and flush with the sterile heparinized saline solution (figure 4). Close the stopcock to maintain the air tightness following flushing. 3. Prior to use the reverse loaded dilator must be removed from the distal end of the sheath. If not already completed at step 2, the air in the dilator lumen should be removed. To facilitate purging, select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. Prepare the lumen by connecting the syringe or inflation device containing the solution into the luer connector of the dilator hub and flushing with the sterile heparinized saline solution (figure 7). 4. Insert the provided vessel dilator through the hemostatic valve and click the dilator hub into place in the valve housing (figures 5 and 6). 5. In order to activate the hydrophilic coating, where labeled, it is recommended to wet the halo one thin-walled guiding sheath with sterile saline solution immediately prior to its insertion in the body. Use of the halo one thin-walled guiding sheath: 8. Insert the entry needle to puncture the blood vessel. (Kit only) (figure 8) 9. Insert the flexible end of the mini guidewire through the needle into the vessel. (Kit only) (figure 9) 10. Remove the entry needle over the mini guidewire. Dispose of the needle safely. (Kit only) 11. Backload the distal tip of the halo one thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 12. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) 13. Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. 14. Disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap (figure 10). Remove the dilator slowly while holding the sheath in place and simultaneously removing the mini guidewire prior to placing a procedural guidewire (kit only) or ensuring the procedural guidewire remains in place (figure 11) as required. 15. Load the procedural device over the pre-positioned guidewire. 16. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 12) while maintaining the sheath position. 17. Position the procedural device relative to the lesion to be treated (figure 13) ensuring the active mechanism portion of the procedural device is not within the sheath. 18. Following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. 19. After the procedure is completed insert the dilator over the wire into the sheath 20. Slowly withdraw the sheath and dilator as a unit and then remove the guidewire. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the hemostatic valve of the introducer sheath allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2026).

Event description:
It was reported that during a recanalization procedure, the hemostatic valve of the introducer sheath allegedly leaked. There was no reported patient injury.